Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device eval code changed. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They had just completed dissection and was beginning branch ligation. At the first burn/use, they noticed a grey long "filament" appear near where they were working that they determined came from the jaw on the wired side. They were able to remove the filament from the leg and kept working. Afterward, they did notice that there seemed to be some grey plastic missing from the end of the wired tip as well. But no other grey pieces were noted inside the leg in order to be removed. There was no delay and no additional incisions were required. No reported injury.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They had just completed dissection and was beginning branch ligation. At the first burn/use, they noticed a grey long "filament" appear near where they were working that they determined came from the jaw on the wired side. They were able to remove the filament from the leg and kept working. Afterward, they did notice that there seemed to be some grey plastic missing from the end of the wired tip as well. No reported injury.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) a review of the historical data indicates that no other similar complaints was reported for the same lot 25159317 and reported failure mode trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.- testing of actual/suspected device (10 /213 & 67): the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on 22feb2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws as well blood and charred material was observed on the heater wire. Speck of blood was observed on the handle. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation was observed to be intact, no visual peeling of gray silicone insulation was observed on either the cold or hot jaw. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed.